Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. Customer low blood glucose reading was 40 mg/dl. The customer ate to treated for their low blood glucose. The customer declined to troubleshoot for the low blood glucose incident. The customer current blood glucose was 105 mg/dl. Customer was not using auto mode feature active at the time of event. Customer was experienced sweating. The insulin pump will not be returned for analysis.